Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate ongoing dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on an unknown date by dr. (B)(6). Partial device explant due moderate ongoing dysphagia occurred on (B)(6) 2018 by dr. (B)(6). Only 11 of the 13 beads were explanted. Physician reported that during the explant procedure "there was a lot of inflammation, especially posteriorly so in an effort not to damage the vagus I left 2 in." Device was found in the correct position/geometry. Patient is doing "better but is still having dysphagia".